Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer's blood glucose was unknown. The battery life diminished they were changing twice per week, unable to hear alarms, sound possibly bad, no delivery alarms, cracks in insulin pump casing, rejects battery. The troubleshooting was not mentioned. The product will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected audio/vibrate anomalies noted. No excessive no delivery/occlusion alarm noted. Device received with cracked case at the display window corners and cracked lcd window.